Manufacturer narrative:
Update made to d4: lot #: 23b022 (previously submitted as asku). Update made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). H4: the lot was manufactured from february 10, 2023 - february 13, 2023. The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; further described as "the balloon still had some volume left and around the 42 hour mark." The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.